Event description:
On (B)(6), 2011, clinic notes from a vns treating physician were rec'd by case mgmt. Review of the clinic notes revealed that on (B)(6), 2011, the vns pt was experiencing sleep apnea and an increase in seizures. It also states that the device was not working when she swiped her magnet and that the physician was unable to interrogate the vns likely due to it being at eos. The pt went for prophylactic battery replacement on (B)(6), 2011. The explanted generator was returned to the MFR on (B)(6), 2011, for product analysis that has not yet been completed. Good faith attempts for add'l info from the physician have been to no avail thus far. When add'l info is rec'd, it will be reported.